Event description:
The customer stated he was hospitalized for low blood glucose and the reading was 22 mg/dl. The customer stated he attempted to change the infusion set prior to going to bed but the insulin pump would not prime correctly. The customer also stated that the insulin pump was experiencing low battery life. Troubleshooting was performed and the insulin pump was programmed correctly. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.